Event description:
A customer contacted baxter (B)(6) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display, during use. The home patient (hp) stated they disconnected from the hc to use the restroom and forgot to reconnect before they went back to bed. When the hc alarmed, the hp realized what happened and tried to reconnect. The technical service representative (tsr) had the hp close all clamps and assisted with troubleshooting the alarm. The tsr advised the hp to inform their nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was confirmed, and a cause was determined to be due to the patient disconnecting from the set. A batch review could not be performed as lot number was unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue has been escalated to CAPA.